Manufacturer narrative:
(B)(4). Analysis of the pump battery found high resistance.

Event description:
Information received reported that the pump was explanted on (B)(6) 2015. The pump was removed due to battery depletion. The patient's status after the device was removed was noted as "recovered without sequela. It was unknown what the pump system was delivering. Indication for use was noted as intractable spasticity and cerebral palsy.